Manufacturer narrative:
The product was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Preparation of the jetstream catheter. Attached to the platform, following the procedures guided by the technician in charge in the room. Insertion of the catheter over the guide (thruway) beginning of the segmented rotational atherectomy with the device positioned with the blade closed up to 1cm from the end of the occluded segment. Catheter recoil was performed with the rex button pressed. Repeating the above procedure with the blade open and the catheter retreating with the rex button pressed, however, the thruway guidewire was stuck ("adhered") to the lumen of the jetstream catheter which caused the removal of the entire system.